Event description:
A caller reported that the cartridge was not fitting properly on the pump, which was caused by an o-ring on the pneumatic tap. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to inspect and remove the o-ring from the pneumatic tap and reload the original cartridge. The caller was able to successfully resume insulin therapy.